Event description:
It was reported that there were concerns this cardiac resynchronization therapy pacemaker (crt-p) was exhibiting premature battery depletion (pbd). Technical services (ts) reviewed the reports and noted that the device was depleting normally. Ts also noted that the left ventricular (lv) lead channel exhibited sudden out of range pacing impedance values several months ago. The lv lead is a non-boston scientific product. The impedance returned within range since then. There were also high capture thresholds and loss of capture (loc) on the lv channel around the same time. The device remains in use. No adverse patient effects were reported.